Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Device unable to verify critical pump error, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The insulin pump also received critical pump error alarm with an open book image on the screen. They mentioned that the high blood glucose levels were because the insulin pump was not working. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.